Event description:
Stryker sustainability solutions, har36, harmonic ace shears was not effectively cutting and coagulating after only a few minutes of use. Relax pressure on blade message alarmed on machine. Harmonic re assembled with the same alarm still noted. Procedure completed with another "like" device. Used for laparotomy, lysis of adhesions. Event did not abate after use stopped. Event reappeared after reintroduction.